Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the footplate could not be closed and the device became stuck in the vessel. A surgical cutdown was performed to retrieve the device. There was damage to the anterior vessel wall which was treated with a covered stent. Hemostasis was achieved via the surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.